Event description:
A biomed representative reported a vertek arm that will not tighten down properly. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement part shipped (B)(6) 2011. Evaluation of returned vertek finds it is well worn with nicks and scratches overall. The vertek failed step 2.2f of the holding force test ((B)(4)). The arm should hold up to a force of 14 pounds but started to slip at 5 pounds. The reported failure has been confirmed.